Event description:
It was reported that the ilet bionic pancreas lost connection to a dexcom g7 sensor overnight while the sensor remained connected to the dexcom mobile app, followed by an ¿incorrect code¿ message when the user attempted to start a replacement sensor due to being set to the g6 option instead of g7 in the ilet sensor settings. Symptoms included no sensor glucose values on the ilet due to loss of communication. Outcomes included temporary interruption of automated insulin dosing based on cgm data until pairing was corrected and a new sensor was started. Investigation included guided troubleshooting to disable phone bluetooth, restart the ilet, confirm current firmware, review sensor selection, and reattempt code entry. Investigation of this case revealed a user selection error of the cgm model in the ilet setup that prevented correct pairing, which was resolved by selecting g7 and entering the correct code to start warm-up. It was concluded, based on previously established findings for similar reports, that user setup error due to incorrect cgm type selection caused the communication and pairing issue.